Manufacturer narrative:
One unused electroblade was returned for evaluation lot number 798334. This electroblade was functionally testing and passes the smith & nephew inspection requirements. There have been similar complaints files for patient burns using this device and a corrective action has been implemented (B)(4) to address this issue.(B)(4)

Event description:
Surgeon observed 2 discoloration on skin surface of patient during sad procedure. Blade was hot. Smoke out of incision.